Event description:
The pt experienced sound percept problems, intermittency and pain at implant site. The pt was seen at center for device evaluation. However , the reported problem was not resolved. The decision was made to explant the pt's device. The pt was reimplanted with another advanced bionics cochlear implant.